Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure remains not removed") in a 43-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure remains"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) with gait inability, device toxicity ("the product had poisoned her"), back pain ("lumbar pain"), pain in extremity ("legs pain"), musculoskeletal pain ("buttocks pain") and mobility decreased ("she could not sit or stand up more than one half hour"). The patient was treated with morphine and surgery (excision of the uterus and both fallopian tubes). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, device breakage, back pain, pain in extremity, musculoskeletal pain, mobility decreased and complication of device removal had not resolved and the device toxicity outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered back pain, device breakage, device toxicity, mobility decreased, musculoskeletal pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: the consumer referred that 7 months after the product insertion, she presented to the hospital carried by two persons because she could not walk. She was immediately admitted for device removal. She referred that the product had poisoned her and has destroyed her life. Pelvic, lumbar, legs and buttocks pain continue caused by essure remains not removed. She used morphine for her worse moments. She had to leave work because she was unable to sit or stand for more than half an hour. She showed medical records about her diseases. No additional information provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by the lay press and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure remains not removed") in a 43-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure remains"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) with gait inability, poisoning ("the product had poisoned her"), back pain ("lumbar pain"), pain in extremity ("legs pain"), musculoskeletal pain ("buttocks pain") and mobility decreased ("she could not sit or stand up more than one half hour"). The patient was treated with morphine and surgery (excision of the uterus and both fallopian tubes). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, device breakage, back pain, pain in extremity, musculoskeletal pain, mobility decreased and complication of device removal had not resolved and the poisoning outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered back pain, device breakage, mobility decreased, musculoskeletal pain, pain in extremity, pelvic pain and poisoning to be related to essure. The reporter commented: the consumer referred that 7 months after the product insertion, she presented to the hospital carried by two persons because she could not walk. She was immediately admitted for device removal. She referred that the product had poisoned her and has destroyed her life. Pelvic, lumbar, legs and buttocks pain continue caused by essure remains not removed. She used morphine for her worse moments. She had to leave work because she was unable to sit or stand for more than half an hour. She showed medical records about her diseases. No additional information provided. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by the lay press and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure remains not removed") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure remains"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) with gait inability, poisoning ("the product had poisoned her"), back pain ("lumbar pain"), pain in extremity ("legs pain"), musculoskeletal pain ("buttocks pain") and mobility decreased ("she could not sit or stand up more than one half hour"). The patient was treated with morphine and surgery (excision of the uterus and both fallopian tubes). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, device breakage, back pain, pain in extremity, musculoskeletal pain, mobility decreased and complication of device removal had not resolved and the poisoning outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered back pain, device breakage, mobility decreased, musculoskeletal pain, pain in extremity, pelvic pain and poisoning to be related to essure. The reporter commented: the consumer referred that 7 months after the product insertion, she presented to the hospital carried by two persons because she could not walk. She was immediately admitted for device removal. She referred that the product had poisoned her and has destroyed her life. Pelvic, lumbar, legs and buttocks pain continue caused by essure remains not removed. She used morphine for her worse moments. She had to leave work because she was unable to sit or stand for more than half an hour. She showed medical records about her diseases. No additional information provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.